Event description:
The customer reported for baxter (B)(4) of a microbore extension set in which the tip of the mail luer broke off into a flolink luer during patient use. There is no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The actual sample was received but not yet evaluated. If additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. During visual inspection, the male luer tip was found to be broken. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. However, an assignable root cause could not be determined.